Event description:
It was reported that the patient experienced a lack of stimulation sensation and "sudden, quick jolts" at times. The patient reported that starting last night, she would not feel stimulation at times, but then it would come back. The stimulation was kept at 1.0-2.0 v and the patient could feel it, but when the stimulation sensation stopped, she would turn the amplitude up to 6.0 v and still could not feel stimulation. The patient noted the green light on the external neurostimulator (ens) was flashing. The patient also stated that her urinary symptoms were being managed. Additional information was received the next day that reported the patient's stimulation continued to turn off. When the patient noticed, she was not feeling stimulation, she turned the ens off and then back on again and she would feel stimulation again. The patient did not have a spare 9v battery to try. A company representative then contacted the patient, and the patient indicated she was "fine" and prepared to receive a full implant on the following tuesday. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).